Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016: the inferior vena cava (ivc) diameter at the intended filter location was 27.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely but did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was =16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The post-procedure x-ray performed on the day of the procedure reported no evidence of filter fracture, embolization, or migration but filter tilt =16 degrees. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Summary of investigational findings: image review confirmed a 29° rightward tilt of the filter on date of retrieval. During dwell time of 94 days the tilt had increased from 22° to 29° and this increase in tilt is likely related to the abnormal forces placed on the primary filter legs, due to the initial significant tilt. The left lateral most filter leg is nearly perpendicular to the left wall of the ivc thus resulting in abnormal interaction between the foot and the wall of the ivc causing the foot to project 2.5 mm outside of the column of contrast approaching that of penetration, but does not meet the strict definition of greater than 3 mm. Filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in the instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016: the inferior vena cava (ivc) diameter at the intended filter location was 27.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely but did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was =16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The post-procedure x-ray performed on the day of the procedure reported no evidence of filter fracture, embolization, or migration but filter tilt =16 degrees. Additional information received 10nov2016: analysis of the procedure venography revealed a sub-optimal exam. There was no ivc anomaly or thrombus in the ivc or pelvic veins noted. The filter was placed infrarenal in the ivc. There was no evidence of filter deformation, extravasation of contrast, no filter legs appeared outside the column of contrast, and the filter tilt in the ap view was 15.4 degrees. Analysis of the post-procedure x-ray revealed sub-optimal exam with missing views. There was no evidence of filter fracture, deformation, or embolization. Filter tilt in the ap view was 17.4 degrees. Site reported major difficulty with retrieval of the filter. On (B)(6) 2016 (94 days post-procedure), it was determined the filter was no longer clinically needed and was retrieved. The pre-retrieval x-ray was performed which revealed no fracture or embolization, with a filter tilt of =16 degrees. A gunther tulip retrieval set was used via the right internal jugular vein. Additional devices were used to retrieve the filter, an 8.0 mm x 6.0 mm balloon, a buddy wire, and a gooseneck snare. (Manufacturer unknown .) The filter was retrieved endovascular. Information from site: during the removal, the filter became lodged in the sheath and the sheath and filter had to be removed together, thus it was not possible to obtain the post-removal venogram. Patient outcome: the patient remains in the study.